Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were intermittently unresponsive when attempting to lock and unlock the pump. The reporter indicated that the up arrow button "feels flatter underneath the keypad." The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the keypad to be damaged; the keypad was worn and peeling at the up arrow button was observed. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the contrast key was found to be unresponsive, which has no effect on insulin delivery; the up arrow, down arrow, and ok keypad keys responded appropriately. The original complaint of intermittent responsiveness of the up arrow, down arrow and ok buttons was not duplicated during testing. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.